Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 50704231) inserted for female sterilisation. The patient's medical history included adenomyosis, oligomenorrhea, dyspareunia, polycystic ovarian syndrome, dysmenorrhea, pelvic pain female, cystoscopy and abdominal adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: bilateral tubal ostia visualized, three quills on the left and six quills on the right. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : chronic pelvic pain. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received: event: 'medical device removal' was replaced by ' chronic pelvic pain'. Lot number, medical history, patient aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 50704231) inserted for female sterilisation. The patient's medical history included adenomyosis, oligomenorrhea, dyspareunia, polycystic ovarian syndrome, dysmenorrhea, pelvic pain female, cystoscopy and abdominal adhesions. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: bilateral tubal ostia visualized, three quills on the left and six quills on the right. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on(B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case has become serious incident. Previously reported event ¿injury nos¿ replace with new event. New events added: medical device removal and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.